Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 05-mar-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 05-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that one of the patient's trial leads came out and that the other moved and was causing pain/discomfort. The patient went to the ER and the remaining lead was pulled. This resolved the patient's pain. The issue was considered resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the first lead coming out was unknown. No further information was reported.